Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6) ); product type: 0213-recharger h3: product ID 97755 (serial: (B)(6) ) was returned for product analysis. Analysis found there was a failure with the recharger antenna and a "poor recharge quality" message was seen.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that they went to charge their implant last night and they started feeling something hot and the area where the cord came out of the paddle was pretty hot. A replacement recharger (rtm) was sent out.